Manufacturer narrative:
The pod arrived fully deployed. A leak test was conducted successfully. No leaks were observed. The exposed portion of the soft cannula was observed to be stretched. Measured to be 1.1120 inches total. Though the external soft cannula was observed to be damaged, upon rotating the ratchet gear fluid freely flowed the complete fluid path. The timing and cause of the observed cannula damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.3. Hardware: iphone13.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 285 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula. The complaint was originally coded for leaking during wear and high blood glucose levels.